Event description:
The customer reported that the power adapter for her pump in style breast pump was broken and the wires were exposed in the housing, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. The original device was received on (B)(6) 2015, however, as of the date of this report, the product had not been evaluated. Should additional information become available, a follow up report will be filed at that time. The cause of the breach in rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).